Event description:
The customer reported experiencing a cartridge alarm 20 but did not exceed a blood glucose level of 500 mg/dl (27.7 mmol/l). There was no adverse impact to the customer's blood glucose level. Tandem technical support decided to replace the pump and informed the customer that a replacement pump with updated software would be sent, along with available training in their tandem source account. The customer was advised on the necessary steps to follow with the replacement pump and instructed to return the faulty pump to tandem with a pre-paid label. The customer confirmed understanding and agreed to follow these instructions.